Manufacturer narrative:
It was reported that a patient underwent placement of a trapease vena cava filter. The information provided indicated that the filter subsequently malfunctioned and caused filter migration, tilt, and deep vein thrombosis. The patient reported becoming aware of migration, tilt, and blood clots, clotting and/or occlusion of the inferior vena cava (ivc), approximately three years and four months post implant. The patient also reported experiencing pulmonary embolism, lack of stamina, shortness of breath after minimal activity, heart arrythmias, fibrillation and premature ventricular contractions, edema in the extremities, pain and immobility. According to the procedural note, the indication for the filter implant was a history of lower extremity deep vein thrombosis (dvt). The filter was placed via the right common femoral vein and deployed below the level of the renal veins. There is currently no additional information available for review. The product was not returned for analysis. A review of the device history record revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. The trapease vena cava filter is indicated for use in the prevention of recurrent pe via percutaneous placement in the ivc for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pe where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pe where anticoagulant therapy has failed or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Recurrent pe is a known potential complication of filter implantation and is listed in the instructions for use (IFU) as such. Blood clots, clotting, thrombosis and/or occlusion within the device or within the ivc and/or vasculature do not represent a device malfunction. Clinical factors that may have influenced the event include the patient¿s pre-existing comorbidities, pharmacological and vessel characteristics. Without images or procedural films for review, the reported filter tilt and migration could not be confirmed, nor a cause determined. Ivc filter tilt has been associated with practitioner technique, and/or the anatomy of the vessel, specifically asymmetry and tortuosity. Ivc filter migration is a known potential adverse event associated ivc filters and is listed in the IFU as such. Possible causes for migration include mega cava, wire entrapment during central venous catheter placement, ¿sail¿ effect (cranial migration) of large clot burden within the filter, mechanical device failure, and operator error. Physiologic causes of migration may result from temporary dysmorphism of the inferior vena cava including bending, coughing or valsalva maneuvers resulting in dislodgment of the filter. The patient reported decreased stamina, arrythmias, shortness of breath, immobility and pain. Due to the nature of the complaint these events could not be further clarified and do not represent a device malfunction and may be interrelated or due to underlying patient specific issues. There is nothing in the limited information available for review to suggest a malfunction in the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Manufacturer narrative:
After further review of additional information received, the following sections have been updated accordingly: a2, b3, b4, b5, b7, d1, d4, d10, g2, g3, g6, h1, h2, h4 and h6. Additional information is pending and will be submitted within 30 days of receipt.

Event description:
Additional information received per the medical records indicate that the patient has a history of lower extremity deep vein thrombosis (dvt). The filter was deployed via the patient's right common femoral vein. It was placed into the inferior vena cava (ivc) below the level of the renal veins.   Additional information received per the patient profile form (ppf) states that the patient experienced migration of entire filter other than to the heart, filter tilt, blood clots, clotting and/or occlusion of the inferior vena cava (ivc). The patient became aware of the reported events approximately three years and four months after the index procedure. The patient also experienced pulmonary embolism, lack of stamina, shortness of breath after minimal activity, heart issues (fibrillation and premature ventricular contractions-pvc), edema in extremities, pain and immobility.

Manufacturer narrative:
Reporter occupation: other, senior counsel, litigation. Please note that the exact event date is unknown and the event date is the complaint awareness date. It was reported that a patient underwent placement of a trapease vena cava filter. The information provided indicated that the filter subsequently malfunctioned and caused filter migration, tilt, and deep vein thrombosis. The indication for the filter placement, procedural details and medical history have not been provided and there is no additional information available for review. The product was not returned for analysis and the sterile lot number has not been provided; therefore, no device analysis nor device history record review could be performed. The trapease vena cava filter is indicated for use in the prevention of recurrent pe via percutaneous placement in the ivc for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pe where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pe where anticoagulant therapy has failed or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Blood clots that develop in the veins of the leg or pelvis, may be related to a condition called deep vein thrombosis (dvt). Large thrombus within the vena cava or lower extremities may impede perfusion and cause venous insufficiency. Ivc filters are not indicated for use in the prevention of dvt. Clinical factors that may have influenced the event include patient, pharmacological and lesion characteristics. Without images or procedural films for review, the reported filter tilt and migration could not be confirmed, nor a cause determined. Ivc filter tilt has been associated with practitioner technique, and/or the anatomy of the vessel, specifically asymmetry and tortuosity. Ivc filter migration is a known potential adverse event associated ivc filters and is listed in the IFU as such. Possible causes for migration include mega cava, wire entrapment during central venous catheter placement, ¿sail¿ effect (cranial migration) of large clot burden within the filter, mechanical device failure, and operator error. Physiologic causes of migration may result from temporary dysmorphism of the inferior vena cava including bending, coughing or valsalva maneuvers resulting in dislodgment of the filter. There is nothing in the limited information available for review to suggest a malfunction in the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly. Please note that this is the initial/final report for this product.

Event description:
As reported by the legal brief, the patient underwent placement of a trapease vena cava filter. The report states that the filter subsequently malfunctioned and caused injury and damage to the patient including, but not limited to filter migration, tilt, and deep vein thrombosis. As a direct and proximate result of these malfunctions, the patient suffered life-threatening injuries and damages, and required extensive medical care and treatment. As a further proximate result, the patient has suffered and will continue to suffer significant medical expenses, pain and suffering, and other damages.